Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the keypad was intact; no damage or peeling observed. During testing, the down arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was observed under all key contacts. The display was found to be dim, faded, and discolored. The audio bolus button (abb) was difficult to push and the cover was torn/punctured. Abb button slug was misaligned.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.